Manufacturer narrative:
Lot number for complained device is unknown. Two different lot numbers were used during the procedure and the sales representative is unable to provide which one was involved in the reported malfunction. (B)(4).

Event description:
It was reported that during a hip scope procedure, the blade was shedding metal flakes. All debris was flushed from the site and a backup was used to complete the procedure. No patient injury or complications were reported.

Manufacturer narrative:
A review of the device history record was performed which confirmed no inconsistencies.